Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator had an internal o2 leakage error. Additional information about the event has been requested. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider (sp) inspected the device and found that when connecting the equipment to the o2 source there is a leak through the da plate sector even without turning on the unit. The sp checked all connections and found that the joint between the da and the manifold has only one o-ring when it should have two. A stock o-ring was fitted and the issue was addressed. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Additional issues were found. The navigation ring was not responding, and resistance to ground at different points exceeds the maximum admissible value. The o2 inlet is of the old type, it must be replaced with a new one. The power cable has a high grounding resistance (300 mohm) and must be replaced in order to pass the electrical tests. The front bezel was replaced. The unit was checked overall, run-in tested, cleaned, and functionally tested. No further abnormality was confirmed.